Event description:
New information received noted that the backup vvi operation was resolved through programming changes. The patient was stable with no complication at all.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon review, it was noted that the pulse generator exhibited backup vvi operation. Patient was stable. No further information was reported.